Event description:
Olympus was informed that during an unspecified medical procedure, the electrode caught fire and the patient sustained a third degree burn of about 3 by 4 centimeters at the position where the neutral electrode was attached. No further information was provided.

Manufacturer narrative:
Evaluation results: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus france (ofr). The evaluation/investigation revealed a defect of the w7114185 motherboard kit, a defect of the hand switch activation at the monopolar 1 socket, and cracks on the generator¿s front panel. The defective motherboard kit, which was then sent to the manufacturer for further investigation, showed a short circuit of a diode and traces of overheating at a resistor. However, none of the above failures can have been causal for the reported patient injury. However, burns in the area of the neutral electrode are a known complication in monopolar applications. They may occur if the neutral electrode is applied incorrectly, if the body region in question is not sufficiently depilated or if there are residual fluids between the skin and the electrode. This risk is clearly pointed out as a caution note in the instructions for use. Also, the user is advised to always use split neutral electrodes, if possible since, when using non-split neutral electrodes, the contact quality monitor does not work. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified medical procedure, the electrode caught fire and the patient sustained a burn injury. No further information was provided.